Event description:
The customer's mother reported that the customer's blood glucose reached 344 mg/dl, that the pink slide insert was not in the viewing window, and that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the reported needle mechanism failure (did not properly deploy cannula) or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.